Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly, hemostasis sheath and locator were returned along with header bag. The poly-foil pouch and bypass tube were not returned. Visual inspection revealed that the anchor was fully exposed at the distal tip and there was no bypass tube present. The collagen at the distal tip appeared swollen. There was no damage or deformation noted on the carrier tube assembly. No other visual anomalies were noted. Functional testing was not possible since the bypass tube was not returned. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Patient: 175cm. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician noticed that the angio-seal vip device, had a lack of the bypass tube. He put it to the side, and he used another one successfully. The patient was treated for percutaneous transluminal coronary angioplasty (ptca). There was no harm to the patient. Additional information was received on 18mar2020. The issue was discovered prior to use. An 8fr sheath was used. The patient's condition was stable.